Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley cable of the large suturecut needle driver instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-dec-2024: the instrument was not able to hold tissue. The instrument had issues related to pitch movement. There was a cable protruding at the tip of the instrument. No fragment fell into the patient¿s anatomy. The instrument was inspected prior to use and no damage was observed. There was no instrument collision. No photographic images of the device(s) or a video recording of the procedure is available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.